Event description:
The patient underwent a robotic lar surgery due to rectal cancer. The patient was unable to urinate after surgery. Catheter was inserted and removed at pod 5. Patient still could not urinate and the catheter was replaced. On one week post operation, the patient returned to the office complaining of extreme pain. Pain medications were given. The patient returned at 2 weeks complaining of pain. The ring was manually removed. The anastomosis was found intact. The surgeon stated there was pus like material that came out and the ring had a fowl odor. Patient's pain symptoms were gone as soon as the ring was removed.

Manufacturer narrative:
This report is submitted on behalf of the manufacturer (niti surgical solutions ltd; (B)(4)) and the importer ((B)(4)), as niti surgical solutions ltd serves as the designated complaint handling unit for both facilities. The device was not returned for evaluation, however, the production history files were reviewed, indicating that the device was release according to the product specifications. No conclusions as to the cause of the pain could be drawn based on the available information. Based on the accumulating clinical experience with the device, very few patients complained of any pain associated with the ring.